Event description:
End user reported that when the dealer replaced the batteries in his m51psemired power chair the dealer hooked up the ground to the positive terminal & and the positive cable touched the ground cable, it sparked. User alleges that once they fixed it the chair would not work. They took the seat off and looked again and there was a wire crossed, they fixed that and the chair worked fine. User stated that the charger shows the batteries are charged but the joystick shows the batteries need charged, in the red. The spark was caused by the dealer touching the wires - not a malfunction of the chair. Issue is the battery indicators.